Manufacturer narrative:
B3: day unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the pump displayed error code 4130. There was patient involvement, as the event occurred during infusion, but no harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted fluid ingression. The main board and latch lock sensor were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.